Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Legal case.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2021 the patient was implanted with unknown titanium 80 mm and 85 mm screws. It is further alleged that the patient experienced pain, loosening of the screws and was revised on or about (B)(6)2021.